Manufacturer narrative:
Device evaluation: as the product has not been returned, a final determination of the root cause is not possible. By reviewing root causes of similar cases of the same product, it is most likely that the cutting loop got damaged by mechanical overload. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was received that there were no adverse consequences for the patient.

Manufacturer narrative:
Additional information is provided in section b5 and d9 to reflect that the product was returned for evaluation november 19,2024. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the first loop broke and the second loop bent during procedure. The patient consequences remain unknown to date; negative consequences (e.g. If a part remained in patient) cannot be ruled out completely.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).